Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019.

Event description:
The customer reported that the check valve and o2 manifold were leaking. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 20sep2019. The customer confirmed the reported manifold issue. The customer reports that the replacement manifold corrected the issue.

Event description:
The customer reported that the check valve and o2 manifold were leaking. There was no patient involvement.